Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of error code er220 was not confirmed. However, olympus was able to confirm the reported failure for image disappeared. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed, the light guide bundle of the video cable section is broken, the fibre bonding in the outer tube area (distal end) is damaged and the light transmission is lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the image disappeared failure: the video cable is broken and therefore the image is not displayed. The lg-bundle (light guide bundle) of the video cable section is broken and therefore the light transmission is lost or too. A definitive root cause could not be identified for the broken light guide bundle of the video cable section, the damaged fibre bonding in the outer tube area (distal end). Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had an e220 error code and the image disappeared and returned in the middle of surgery. The issue occurred during an unspecified procedure there were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.